Event description:
It was reported that the insulin gauge was inaccurate. The customer did not complete the necessary steps to remove air from the cartridge. The customer continued to use the pump for insulin therapy. There was no adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.